Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). On 2018-jul-11 arjo has become aware of an event involving maxi twin passive floor lift equipped with 4-point hanger bar and mesh loop sling. It was reported that during resident (female, 89 years old, 61 kg) lifting from bed in sitting position, as one of the shoulder loops was not properly attached to the device hanger bar. As an outcome, the resident fell down from the bed on her side and sustained the head hematoma in the parietal/occipital area. Both the maxi twin lift and sling were inspected by arjo representative and found to be in good condition. No malfunction within the sling, neither lift that could have caused or contributed to the loop detachment was reported. When reviewing reportable complaints on maxi twin registered during the last 5 year with similar fault description (loop detachment), we have found no other reportable complaint. Maxi twin instructions for use (IFU, 04.kt.00_15) indicates the proper sling attachment procedure supported with pictograms: "1 place the loop over the spring-loaded latch. 2 pull the loop down to force the latch to open. 3 make sure that the spring-loaded latch closes completely with the loop inside the hook." The lift IFU warns: "to avoid the resident falling, make sure that sling clips or loops are securely attached before as well as during the lifting initiation." The IFU for loop passive slings (04.sl.00-int1_3) also warns: "to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process." The caregivers admitted that the shoulder loop was not properly attached. Taking into account this assertion it can be concluded that the event was a result of a caregiver error. To conclude, arjo system (maxi twin passive lift and loop sling) played a role in the complaint issue when the event occurred as it was used for resident's transfer. As a consequence, the patient fell sustaining a head hematoma. There was no malfunction with the sling or lift that might have contributed to the event. We report this event to competent authority due to the potential for serious injury upon reoccurrence in case of wrong attachment of the sling and subsequent patient fall.

Event description:
On (B)(6) 2018 arjo has become aware of an event involving maxi twin passive floor lift equipped with 4-point hanger bar and mesh loop sling. It was reported that during resident (B)(6) lifting from bed in sitting position, as one of the shoulder loops was not properly attached, to the device hanger bar. As an outcome, the resident fell down from the bed on her side and sustained the head hematoma in the parietal/occipital area.